Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The parents reported a decline in the patient's hearing performance. No trauma was reported.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The parents reported a decline in the patient's hearing performance. No trauma was reported.

Event description:
The parents reported a decline in the patient's hearing performance. No trauma was reported.